Event description:
An altitude alarm was reported by the customer concerning their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, after following instructions from technical support to remove obstructions and clean the pump's speaker holes, successfully resumed insulin delivery, and the alarm did not recur. The pump returned to normal operation, and the customer received guidance on preventing future altitude alarms.